Event description:
An aneurx stent graft systems was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm, approximately 5 years ago. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that the patient was getting a CT for a gall bladder procedure and the stent graft was found to have migrated 2 cm with a proximal type 1 endoleak present. The stent graft migration was attributed to neck dilatation; the exact diameter of the neck is unknown. The decision was made to treat the patient immediately and an endurant cuff 32 x 32 x 49 was implanted and successfully resolved the endoleak. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Inherent risk of procedure (migration, endoleak), patient's condition affected effectiveness of device (neck dilatation). Device failure/lack of effectiveness related to patient condition (neck dilatation).